Event description:
During use for cardiopulmonary bypass, all of the pumps and accessory monitors entered the reset mode. After resetting, the sys operated normally for the remainder of the procedure. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.